Manufacturer narrative:
Visual inspection of the instrument confirmed that the distal window was missing, as was the entire objective assembly. A bag containing four (4) rod relay lenses was included with the subject scope. After further visual inspection of the instrument, it was noted that the scope was subjected to force significant enough to bend the telescope tube. It was also noted that the instrument was subjected to extensive repair by an unauthorized 3rd party. When viewing into the distal end of the instrument and holding the light post in the 12 o'clock position, the bend is seen propagating from the middle of the tube, with the distal end of the tube pointing toward a 4 o'clock position. Acmi quality standards do not permit the release of instruments with telescope tubes bent to the degree witnessed on the returned instrument. Indications of an unauthorized 3rd party repair include: the telescope tube on the returned instrument is welded to the extension tube. Original equipment acmi g27-series scopes utilize an epoxy bond to secure the telescope tube to the extension tube. The telescope tube on the returned instrument is welded to the extension tube. Original equipment acmi g27-series scopes utilize an epoxy bond to secure the telescope adhesive residue leakage from the eyepiece-to-extension tube joint onto the extension tube; original equipment acmi g27-series scopes do not utilize an adhesive at this joint, nor do acmi quality standards permit the release of instruments with an adhesive present on this exposed surface. There is a black bushing present between the proximal window and the ocular housing. The black bushing is not a component installed into the g27-series.

Event description:
A surgical procedure was performed at the surgery center of poplar bluff. As the surgeon was removing the long foroblique telescope from the pt, he noticed that there were rods coming out of the scope and the lens was missing from the scope. The surgeon used another scope to look for the lens but nothing was found. The pt was released.